Event description:
It was reported by the patient while at the heart clinic yesterday were told that one of the leads was "turned off" because it was draining the battery. The patient was referred to the physician. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion. Reprogramming was done to change lead vectors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.